Manufacturer narrative:
(B)(4) device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery. The nc quantum apex mr 8mm x 4.50mm balloon dilatation catheter was advanced to the lesion with extra force. As the device was being used for pre-dilatation, the balloon rupture occurred at 10atms. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.